Event description:
It was reported the physician tablet was sent back to the manufacturer for analysis; however, the tablet has not been received after several weeks.

Manufacturer narrative:
The tablet was received by the manufacturer for analysis. This information was inadvertently left off of the initial MFR. Report.

Event description:
Product analysis (pa) was performed and the reported allegation of a hardware failure was verified. During the analysis, it was identified that the tablet was unable to access the sd card. As a results, the vns software could not write to the sd card. The cause for the anomaly was associated with a cracked solder connection between the main board and the card detection lead of the sd memory card socket. Although the sd card socket was disabled, the vns software still had limited functionality and was able to interrogate, program, and performed diagnostic tests during the analysis. Once the lead was soldered onto the main board, no further anomalies were identified.

Event description:
It was reported the physician was having trouble downloading data on the programming tablet, and kept receiving an error. It was confirmed by a company representative that the sd cards were the correct cards given by the company and that the sd cards worked correctly in other programming tablets, indicating the failure was on the tablet and not on the sd card. Attempts for additional relevant information have been unsuccessful to date.